Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2003 due to complete uterine procidentia with cystocele and stress urinary incontinence along with concurrent vaginal hysterectomy, anterior colporrhaphy with supraspinatus ligament fixation and perineoplasty. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003, and mesh was implanted; and on (B)(6) 2009, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following the insertion the patient experienced extrusion, infection, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009. (B)(6).